Event description:
In 2009, a home patient's nurse called the baxter renal servipak home patient service representative (hpsr) to report one exeltra 210 dialyzer (for single-use only) for which an allergic reaction "itching and rash" was detected during patient use on an unknown date. Per the nurse, the patient had previously used the exeltra 190 dialyzer (for single-use only). The patient was switched back to the 190 without further incident. The next day, baxter contacted the nurse at the facility who said the home patient (hp) uses a fresenius e machine. The hp informed the nurse of the "itch and tight chest pain" and that the hp had said that it only happened once. The hp went to the urgent care, but the urgent care did not find any problem. There were no interventions given. The nurse stated this is a hp who has the machine at home. The nurse stated that she told the hp to call the doctor 2 weeks ago. The doctor had called the nurse two days prior to original date, and had told the nurse to change the dialyzer back to the exeltra 190 dialyzer. The nurse did not have any further information.